Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image / no video was not confirmed. The device evaluation found a faulty printed circuit board causing the keyboard not to function properly (function keys did not respond to their functions), the front panel was peeling off, and a worn-out video connector latch causing poor connection with pigtails. The unit has old software, version 3.0 that the repair center recommended to update to version. 4.0 and that the unit also has high definition edge enhancement / articulating-tip endoeye flex on narrow band imaging that is not activated and it was recommended to activate. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii video system center had no image / no video. The issue was found during a colonoscopy procedure. The facility finished the procedure with a similar device. There was no report of patient harm associated with the event.